Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received failed battery alert. The customer¿s blood glucose level was unknown. The customer was also reported blank display and display return after inserting a new battery. The customer also stated that neither compartment nor spring are damaged or corroded. The customer was declined to perform selftest. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed battery test due to blank display. Device received with stripped battery cap coin slot. (B)(4).